Manufacturer narrative:
Due character limit e1 event site address- (B)(6). Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use of cs300 intra aortic balloon pump(iabp), optical sensing failed. There was no patient involved.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) inspected the unit completely. Clean fiber optical sensor, remove and reconnect all connections. Observed the unit more than 3 hrs. No error found. Machine work satisfactory.

Event description:
N/a